Event description:
It was reported that the patient's implantable cardiac monitor (icm) was unable to send wireless transmissions because it reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.